Event description:
The pt "flipped" and landed on her implantable neurostimulator (ins). Following this, the pt experienced a loss of therapeutic effect; she didn't get stimulation in all of the areas that she did before. If she turned the stimulation up high, she could feel it, but it then hurt in other areas. Palpating the ins hurt, but according to the pt, it hurt before the pt fell. Impedance readings were> 10000 ohms on electrode 0; group impedances were 1095, 843, 556, and 773. The ins was reprogrammed; it was reprogrammed around electrode 0 and the pt was getting coverage of her pain. The pt was reported to be doing well with no complaints following the reprogramming.